Manufacturer narrative:
The issue was escalated for further investigation. The investigation determined that the reported issue is confirmed to be a software design error within the patient information center ix (pic ix) software version 4.0.1. The system software was upgraded to version 4.0.2 to resolve the issue. The device was operational after the upgrade was completed and remains at the customer's site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporter phone # (B)(6). Reporting institution phone # (B)(6).

Event description:
It was reported that alarm limits are set on the patient information center ix (pic ix) but they are not transferring to the mx40 devices. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.